Event description:
Event description guidant received information that the atrial lead of this single chamber pacing system became dislodged. An invasive procedure was performed and the lead was successfully repositioned.